Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (b)(5). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured (feb 17, 2014). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported that during an unspecified dental surgical procedure, it was observed that the electric pen drive device, attachment device, and cable device were not working while in use together. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report inadvertently stated the date of manufacture (dom) was feb 17, 2014. The dom has been updated to reflect the correct date (jan 28, 2011) the device was manufactured. The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the device was not working was confirmed. An assessment was performed on the device which found that the device would not rotate and was frozen. It was further noted that the etching markings were difficult to read, there was corrosion on the internal components, and the bearings were damaged and broken. It was determined that the assignable root cause of the component damage was due to improper cleaning methods, which is user error/misuse/abuse, and component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.